Event description:
Info received indicates the casters will continue to swivel when the brake is engaged.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.